Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they have had several male patients with the newer purewick male external catheter on and the adhesive was so sticky it tears the skin off the scrotum when removed. Customer stated that the old system they used had large enough opening both scrotum and shaft could be placed in the bag and adhesive was on less sensitive area. They wonder if the newer purewick system had larger opening to eliminate the adhesive on the scrotum. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "peri-care and placement: 3. If there is significant pubic hair, trim or clip the pubic hair. Perform perineal care using the included wipes and assess skin integrity. Follow and document per hospital protocol. Note: use the included drying wipe to ensure skin is dry prior to placement of the device. Moisture on skin will weaken the adhesive. 4. Orient the device, aligning drainage fitting towards the feet of the patient. Slide the opening of the device over the penis until close to the pelvic skin. Center penis within the opening. Remove adhesive liner and press the device against the pelvic skin to adhere. Ensure base has fully adhered around the base of the penis. Note: the scrotum should not be placed inside the device. Removal: 5. To remove the device, gently lift the top edge of the device off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm wet compress (such as a wet washcloth) to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the patient. Always peel in the direction from head to foot. Maintenance: 6. Replace the device at least every 24 hours or if soiled with feces, blood, or semen." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they have had several male patients with the newer purewick male external catheter on and the adhesive was so sticky it tears the skin off the scrotum when removed. Customer stated that the old system they used had large enough opening both scrotum and shaft could be placed in the bag and adhesive was on less sensitive area. They wonder if the newer purewick system had larger opening to eliminate the adhesive on the scrotum. No medical intervention was reported.